Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The 3.0x120mm armada 18 balloon dilatation catheter was advanced to the target lesion however during inflation the balloon was noted to be leaking. The bdc was removed and the procedure completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The 3.0x120mm armada 18 balloon dilatation catheter was advanced to the target lesion however during inflation the balloon was noted to be leaking. The bdc was removed and the procedure completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.